Event description:
It was reported that air aspirated in the sheath; visible bubbles were observed. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af) a faradrive steerable sheath was selected for use. There were no abnormalities noted during prep. A gravity bag was used to irrigate, with a roller as suggested. Steady flow rate. While in use, in the left atrium, it was noted that the catheter had immediate spline bunching. It was also noted that the sheath had aspirated air; visible bubbles were seen in the shaft. The physician noted that they aspirated more bubbles than normal after putting an non-boston scientific and a farawave catheter in, as well so we assumed it was a valve issue. The catheter was reintroduced to assure it was centered in the valve, but still aspirated more than usual. No air was seen in the patient. The device is not expected to be returned for analysis; deemed contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.